Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, the sensor wire detached and remained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.